Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with presyncopal symptoms. The patient had heart rate of twenty to thirty one beats per minute. Upon interrogation, the right ventricular lead exhibited high impedance, loss of capture, and loss of sensing. During lead revision, the lead exhibited insulation anomaly and lead fracture. The lead was capped and replaced. The patient was doing well and would continue to be monitored.